Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm or air bubble anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported hospitalization due to severe hyperglycemia. The paramedics were called and noticed no insulin was in the infusion set. Customer was vomiting the night before and could not walk. Customer had treated with manual injections. The blood glucose reading at the time of the event was 1055 mg/dl. Customer was running high on two separate occasions and decided to go to hospital. The current blood glucose reading is 270 mg/dl. Customer treated high with manual injections.